Event description:
It was reported that the c-arm rotated while a lateral biopsy was in progress. No injury reported. A field engineer was dispatched to the site and was unable to reproduce the issue. Per the customer the issue had only occurred once. As a precaution the left and right c-arm switch banks were replaced. Once this was completed the system was working as intended.